Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Information received indicates the bed has no electrical ground due to a loose ground pin on the power cord.